Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
MDR-2053 observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered. This observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6) 2014, and the latest procedure occurred on (B)(6) 2019. Stent migration was identified in 2 patients (1.5%, 2/135) on imaging. The 2 clinically relevant stent migrations reported no contributing factors to the stent migration. Of note, there was an additional stent migration identified during the study that was not found on imaging, so a total of 3 stent migrations in 3 patients occurred and all occurred within the first 30 days post-procedure. Clarification regarding how the additional stent migration was identified could not be obtained. In this study, total stent migration was defined as any stent migration regardless of reintervention or removal, while clinically relevant stent migration was defined as stent migration requiring replacement of the stent due to degree of migration as well as the presence of clinical symptoms (i.e., an inability of the stent to perform its intended function). All 3 stent migrations required stent replacement. This file captures x 02 cases of on label stent migration. Patient outcome is unknown.

Manufacturer narrative:
This complaint was opened from a pmcf study to capture (B)(4) cases of migration of evolution® biliary uncovered stents. The complaint reported by the user was confirmed. Complaint is confirmed based on the customers and/or rep testimony. Confirmed quantity of (B)(4) used device. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. An image was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive root cause could not be determined. Possible root causes were due to mucus/sludge and/or patients pre-existing conditions. 03 stent migrations were reported, 01 stent migration was due to mucus/sludge, the remaining 2 stent migrations reported no contributing factors to the stent migration, therefore it is likely that these 02 migrations were due to patients pre-existing conditions. Also, as previously noted ¿stent migration¿ is listed as a potential adverse event in the IFU. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-jun-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted as the report will report 'stent migration' with update to description of event as per information received on 24-apr-2025.